Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience prime long length (ll), everolimus eluting coronary stent system, instructions for use, as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the mildly tortuous, moderately calcified distal left anterior descending coronary artery. A 2.5x38mm xience prime stent delivery system (sds) was advanced and the stent was deployed. A dissection was noted at the distal edge of the stent. A 2.5x15mm xience prime stent was used to cover the dissection. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.